Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), arthralgia ("joint pain"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condit/prob") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fibromyalgia, psychological trauma, fatigue, alopecia, migraine, headache, nausea, visual impairment, weight decreased, arthralgia, gastrointestinal disorder and nervous system disorder outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, hypersensitivity and dermatitis allergic had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, visual impairment and weight decreased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea(cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia(bleeding b/w periods), gen. Abnorm. Bleed, allergy rash/skin condition, hypersensitivity, fibromyalgia, psych injury, fatigue, gi conditions, hair loss, migraines, headaches, nausea, neuro condit/prob, vision probs, weight loss, joint pain. Discrepancy date(s) of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: right occlusion only. Confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced with dysmenorrhea, & new events- pelvic pain, abdominal pain, back pain, menorrhagia,metrorrhagia, gen. Abnorm. Bleed, rash/skin condition, hypersensitivity, fibromyalgia, psych injury, fatigue, gi conditions, hair loss, migraines, headaches, nausea, vision probs, weight loss, joint pain, neuro condit/prob were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.